Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60 (serial: (B)(6) ; product type: 0200-lead; brand name ; product ID 3777-60 (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported the lead was fractured, broken and damaged. Patient had a loss of stimulation. It was reported there were high impedances; 40k ohms for all contacts. Impedance testing done in multiple body body position. Lead revision is planned for a date yet to be determined. The patient states she has a lot going on right now and lead revision is not at the top of her priority list. Patient to call when ready to schedule.